Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reported condensation on the inside of the used cartridges each time he removed them over the past two weeks. He said that one time, he noticed a pool of insulin inside the cartridge compartment. At that time, the pt's reported blood glucose was 400mg/dl without presence of symptoms of hyperglycemia. This blood glucose description does not indicate a serious adverse event. This complaint is being reported because of the alleged cartridge malfunction.